Manufacturer narrative:
Type of reportable event: corrected from malfunction to serious injury. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon detachment occurred. A synergy 8-4/5.3/50 balloon was selected to treat an unspecified lesion. The procedure was able to be completed with this device. However, it was reported that while removing the device, the balloon got stuck in a 6f non-bsc sheath and some of the balloon material came off inside the sheath. A portion of the balloon was still in the patient, but the detached portion remained stuck in the sheath so it was able to be removed with the sheath. The patient's status is fine.

Event description:
It was reported that during an angioplasty treatment procedure, a balloon detachment occurred. A synergy 8-4/5.3/50 balloon was selected to treat an unspecified lesion. The procedure was able to be completed with this device. However, it was reported that while removing the device, the balloon got stuck in a 6f non-bsc sheath and some of the balloon material came off inside the sheath. A portion of the balloon was still in the patient, but the detached portion remained stuck in the sheath so it was able to be removed with the sheath. The patient's status is fine.

Event description:
It was reported that during an angioplasty treatment procedure, a balloon detachment occurred. A synergy 8-4/5.3/50 balloon was selected to treat an unspecified lesion. The procedure was able to be completed with this device. However, it was reported that while removing the device, the balloon got stuck in a 6f non-bsc sheath and some of the balloon material came off inside the sheath. A portion of the balloon was still in the patient, but the detached portion remained stuck in the sheath so it was able to be removed with the sheath. The patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device noted that the shaft was broken at the proximal balloon sleeve and the device was severely stretched measuring 10mm at the break site. The balloon material was attached to the distal portion of the shaft. Examination of both the distal and proximal bond sites found no anomalies. Examination of the distal portion of the device noted that the balloon material was not correctly re-wrapped. A cordis sheath was returned with the device. It was noted that the distal end of the sheath was flared in appearance. A tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).